Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead caused a perforation and a tamponade which required drainage emergently. The drainage was successful and the patient recovered and was indicated to be fine. The lead remains in use. No further patient complications have been reported as a result of this event.